Manufacturer narrative:
The reported events of ¿docking cap was also now observed to be too far proximal to the device to be in short tether mode¿, failure to align and premature separation were confirmed. As received, a catheter was returned in one piece. Final analysis found the protrusion length, the aligned offset and misaligned offset, were out of specification. When positioning the tether control knob to the misaligned position the release tether wire protrudes past the stationary tether wire; then when positioning the tether control knob to the aligned position the release tether wire retracts past the stationary tether wire; lastly when positioning the tether control knob between the two modes the tether wires align. The cause of the reported events was due to misalignment of the tether wires. No further anomalies were detected.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was noted that the delivery catheter exhibited difficulty going into tether mode. As a result, the lp prematurely separated from the catheter. It was noted that the tethers were unable to be aligned. The procedure was completed as scheduled as the separation occurred at the point of fixation. The patient was stable.